Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be mailed.

Event description:
It was reported that when the doctor opened the package, they found the stent to be broken.